Event description:
It was reported that approx 10 days post-op following a sling procedure in 2007, the pt experienced vaginal bleeding. The doctor stated that this was approximately the same time the vaginal sutures should have dissolved. The doctor placed a vaginal pack inside the pt for 6 hrs in the hospital to stop the bleeding. The pt was sent home once the bleeding stopped and was described as doing fine. A few days later, the pt was treated by an on-call doctor at the ER for vaginal hemorrhaging and received a blood transfusion. The pt was examined by her doctor on the following monday. The doctor stated that the pt had a small artery pumping blood at a location underneath where he had placed the sling material. The doctor stitched the small artery and re-closed the vaginal incision. The doctor did not think that the bleeding was related to the product but was more of a procedural complication. He did observe that the sling material had broken after it had been implanted. He stated that tissue in-growth had already taken place and he did not believe that it had any impact on the pt. The doctor left the sling in place. The pt is currently continent and doing well.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unk; therefore, no review of the device history record could be performed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Potential adverse reactions are those typically associated with surgically implantable materials. A review of the instructions for use states that complications may include, but are not limited to: postoperative hematoma; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. A review of complaint history does not show this type of problem reported for this product in the last three years.